Event description:
Defective arterial line extension tubing, leaking when connected to. Manufacturer response for arterial line extension set, arterial line extension set (per site reporter). "[Redacted date] [redacted name] confirmed she will work with bd. [Redacted name]. Connected bd w [redacted name] for return, and connected bd with [redacted name] to coordinate education/observation with [redacted names] sites. [Redacted date] asked [redacted name] if she still has the defective product. Emailed bd [redacted name] with new event details. [Redacted name] confirmed she has the product [redacted name] east tower 9th floor. [Redacted name] emailed asking if she would like to work with the rep to return or perfer materials do it. [Redacted date] [redacted name] confirmed this is the bd device referenced below in the kit referenced. [Redacted date] emailed reporting contact to ask if this is the bd statlock art0420 in medline kit art685, singular bd device, or other.".